Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl and sensor glucose was showing it in the 120 mg/dl. The customer stated that the next day the insulin pump read in the 90 mg/dl sensor glucose but the meter was showing 200 mg/dl blood glucose level, during the conversation system went down. The customer was treated per health care professional and ate carbs for low blood glucose. Customer stated that his blood glucose levels had been different from his sensor glucose values. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.